Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm implantable cardioverter defibrillator (ICD); (B)(6) 2013. (B)(4).

Event description:
It was reported that an alert triggered for oversensing on the right ventricular lead. The patient came into the clinic after hearing the alert. Attempts to elicit the oversensing in the clinic were unsuccessful. The lead is still in use. No patient complications have been reported as a result of this event.